Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump screen was damaged. Customer could not recall their blood glucose reading. The insulin pump had physical damage. Customer cannot read their screen. Insulin pump will be returning for analysis.